Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's adc device provided erratic readings and as a result, the customer experienced dizziness due to low blood sugar and a seizure. The paramedic was called and the customer was rushed to the hospital where they were administered glucose injection for the diagnosis of hyperglycemia. Note: the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. The caller further reported a glucose reading of 300 mg/dl was obtained however, it is unknown which device the reading was taken. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. A tripped trend review was conducted for the reported complaint and fs libre sensors freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A caller reported that the customer's adc device provided erratic readings and as a result, the customer experienced dizziness due to low blood sugar and a seizure. The paramedic was called and the customer was rushed to the hospital where they were administered glucose injection for the diagnosis of hyperglycemia. Note: the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. The caller further reported a glucose reading of 300 mg/dl was obtained however, it is unknown which device the reading was taken. No further information was provided. There was no report of death or permanent impairment associated with this event.